Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  it stopped working shortly after implant. The patient has a bladder and bowel blockage which is the reason they got the stimulator. The patient is in the process of trying to undergo MRI to determine the reason for bowel and bladder blockages.